Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was in the 300's mg/dl. Multiple attempts were made by tandem technical support to finish troubleshooting with customer; however all were unsuccessful.